Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed replaced the circulation pump and did a calibration on the arctic sun device, but it gave an alarm 81 (water check time out - difference between water temperature and reference temperature is greater than 2 °c) after completing the calibration, biomed would reseat the circuit cards and if that did not resolve the issue and would order a new input output card. Per follow up information received via email on 24may2024, the device was not sent in for a bd-approved facility for evaluation. The issue was resolved and replaced with new processor.

Event description:
It was reported that the biomed replaced the circulation pump and did a calibration on the arctic sun device, but it gave an alarm 81 (water check time out - difference between water temperature and reference temperature is greater than 2 °c) after completing the calibration, biomed would reseat the circuit cards and if that did not resolve the issue and would order a new input output card. Per follow up information received via email on 24may2024, the device was not sent in for a bd-approved facility for evaluation. The issue was resolved and replaced with new processor.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed input output card. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.